Event description:
It was reported through an intuitive design optimization research (22-042728-01) survey that the large hem-o-lok clip applier instrument "needed to be replaced." No further case information was provided. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
This complaint originated from the intuitive design optimization research (22-042728-01) survey. No site or specific product information was available. Event verification cannot be performed at this time because site information is unavailable. The instrument's lot # and the sequence # were not provided, therefore, an instrument log review of the product related to the complaint cannot be performed. No image or video clip for the reported event was available for review. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the large hem-o-lok clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.